Event description:
It was reported that the patient presented to the emergency room due to suspected transient ischaemic attack (tia) on (B)(6)2022. . Upon review, that atrial lead had exhibited over-sensing and inappropriate mode switch episodes. No intervention was performed.